Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold vaginal support system, as the first leg assembly was being placed, the needle detached and was captured inside the capio cage, outside the patient. The needle subsequently became stuck and could not be removed from the capio cage, which appeared to be bent. The physician completed the procedure with another uphold vaginal support system with no complications to the patient, who is reportedly fine.